Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient became hypotensive when a novum iq large volume pump did not start a norepinephrine infusion. The primary nurse in the cardiac intensive care unit (cicu) changed to a norepinephrine (previous medicated solution not reported) bag and "adjusted the amount of volume in the bag afterward". After an unspecified amount of time, the patient¿s blood pressure "dropped" ("mean arterial pressure to 40s"). The nurse observed the pump had stopped running the norepinephrine infusion. The nurse restarted the drip. No further information was available at the time of this report.